Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected upper and lower ranges. Atrial pacing impedance was stable at approximately 300 ohms through (B)(6) 2016 then varies with a measurement of 114 ohms on (B)(6) 2016 and up to over 3000 ohms by (B)(6) 2016.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted early, approximately one month after implant. Warnings were also observed for high right ventricular (rv) and right atrial (ra) lead impedance. The patient had been undergoing daily radiation treatment in their abdominal area the few weeks prior. The ipg will need to be replaced as the battery had depleted. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.